Event description:
It was reported that during the implant procedure, the lead helix could not be extended. The helix extension was attempted both within and out of the patient¿s body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor is distorted in the connector at 1.5cm, no further helix testing is possible. If information is provided in the future, a supplemental report will be issued.